Manufacturer narrative:
The reagent lot number was requested but was not provided. The field service engineer (fse) checked the gear pump pressure, washing settings, tubing connections, and vacuum line. A defective sample probe was replaced, and software settings were configured. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application assay results for 3 patient samples tested on the cobas 4000 c311 stand alone system. Sample1: the initial result was 11%. The repeat result was 9.3% at another lab. Patient 2: the initial result was 10.2%. The repeat result was 8.6% at another lab. Patient 3: the initial result was 5.7%. The repeat result was 5.0% at another lab. The repeat results were deemed correct.